Manufacturer narrative:
The insulin pump was received with normal operating currents and no unexpected alarms were noted. The insulin pump had minor scratched liquid crystal display window, cracked case at display window corners, cracked belt clip slot, cracked reservoir tube lip and stained end cap sticker.

Event description:
Customer reported that the insulin pump alarmed for a failed battery test despite four battery changes. The blood glucose reading was 237 mg/dl. Customer stated that he had used old batteries. He stated that the contacts on the battery cap were not missing or damaged and that the battery compartment and spring were not corroded or damaged. He was advised to clean the contacts and let dry and reinsert a fresh battery, and the failed battery test alarm occurred again. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.